Event description:
No additional information. Material #: mp5312-c, batch #: 23049156. It was reported by customer that the clave connector was difficult to attach and screw into place. Test flushed and IV leaked all over patient's hand. Verbatim: complaint received via email. Email(s) attached. Item: mp5312-c. Quantity affected: 1 cs. Serial/lot number: (B)(6). Po : 4516458660. Are any samples available for return? Yes. Reported issue: placing an IV into an MRI patient the clave connector was difficult to attach and screw into place. Test fushed and IV leaked all over patient's hand. Had to put different one on IV cath. These connectors are very stiff and difficult to use, they leak or can bring in air during bolus injections. Customer disposition request: replacement. Response received 10 oct 2023. I just heard back from dept. They do not have any samples and cannot give me much details at this time. Please close this out and if we run across this again I will send out new request as they now know what I need.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for model mp5312-c lot number 23049156 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12apr2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd maxplus¿ pressure rated extension set with removable needleless connector there was a loose connections and leaked. The following was received from the initial reporter: reported issue: placing an IV into an MRI patient the clave connector was difficult to attach and screw into place. Test fushed and IV leaked all over patient's hand. Had to put different one on IV cath. These connectors are very stiff and difficult to use, they leak or can bring in air during bolus injections.